Event description:
Info received indicates the right foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch will not stay locked on the pin due to a sticky substance gumming up the latching mechanism. The technician replaced the latch mechanism to repair the bed.